Manufacturer narrative:
Patient information was unavailable. Device manufacturing date is unavailable. A medtronic representative reported that a followup call was placed with the site, where the site stated that the issue has not been observed again. Additionally, the state deduced that the issue was caused by not closing the door completely. Issue was resolved over the phone.

Event description:
A site representative reported that the site was unable to take a 2d image during a case. The site had tried both the hand-switch as well as the foot-switch with no success. Additionally, after closing the door the led was in the middle, not to the side. There were no messages observed on the pendant. Also, the site was in the middle of a reboot. After successfully restarting the system, the site opened and closed the door which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Medtronic personnel reviewed the logs for the imaging system. However, the log files proved to be inconclusive. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.